Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock 3 weeks post-implant due to artifact present on the s-ECG while device was programmed to secondary configuration. The device was tested in primary and there was no oversensing noted. X-rays were taken and did not show anything out of the ordinary. The physician has elected to monitor the patient with the device programmed to primary. Boston scientific technical services (ts) discussed possible reasons for these observations shortly after implant. No adverse patient effects were reported.